Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a whitish substance was noted on the surface of the lens. He tried to remove the substance, but he could not. An enlargement of the incision was required to remove and replace the iol. Also, the surgeon reported hat the substance many have been originally attached to the forceps used in the procedure. No further information is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. There was lens damage in addition to the reported complaint for foreign material. One haptic was broken or torn in the gusset area (not returned). The optic edge was nicked or chipped with a portion of the optic missing and torn or split. Gauze-like fibers were observed on the anterior optic surface. A white, glue-like substance was observed on the posterior optic surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related, product history records were reviewed and all documents indicate the product met release criteria. There have been no other complains reported in the lot number. The customer indicated use of an unapproved combination of injector/cartridge/ovd for the iol model. No further information is expected. This report was mailed to FDA on: 09/02/2009.